Manufacturer narrative:
Testing results were reviewed and the pump passed all previous test. There is a previous complaint #(B)(4) and (B)(4) on the device. Device received investigation in process. This MDR will be reopened and updated once the investigation results becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 04/26/2024, znyo medical received a report from the customer that the pump was not infusing as programmed. No patient involved.